Event description:
N/a

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement; however, factors that may contribute to stent dislodgement prior to use include, but are not limited to, crimping during manufacturing, incorrect sheath sizing, negative pressure during sheath removal, forced sheath removal, mishandling during product preparation for use, or interaction with accessory devices. The product risk assessment identifies these as foreseeable events; as such, design and manufacturing controls and mitigation's have been established for potential causes. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on removal of the protective sheath from a 2.80x19mm graftmaster stent delivery system, it appeared that the stent was going to dislodge from the balloon. The device was not used and there was no patient involvement. The procedure was successfully completed with a non-abbott balloon catheter. There was no clinically significant delay reported during the procedure. No additional information was provided.